Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of reported event. A non-emergency treatment was completed as planned by continuously pressing the footswitch. It was reported to philips that the wired footswitch was operating intermittently and that the wire was exposed. Despite the customer's attempt to reseat the footswitch connection, the issue persisted. The remote service engineer ordered a replacement wired footswitch, and the customer replaced the footswitch. After the replacement, the system was returned to use in good working order. The failure of the wired footswitch failure can be attributed to the issues resolved in philips medical device correction z-2587-2023. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system's footswitch was intermittently unable to trigger x-rays. No harm to the patient or user was reported. Philips has started an investigation of this complaint.